Event description:
Pt complained of knee pain after tka surgery shortly after initial surgery 4 yrs ago, x-rays showed "loosency" lines around tibial component, revision surgery was needed, upon removing tibial baseplate surgeon noticed no cement was incorporated with baseplate, cement was palacios, surgeon removed old cement, made clean up cut on tibia, prepped tibia for a stemmed tibial component, trialed component to ensure good fixation, pt was irrigated with saline, cemented in new tibial component.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
Pt complained of knee pain after tka surgery shortly after initial surgery 4 yrs ago, x-rays showed loosency lines around tibial component, revision surgery was needed, upon removing tibial baseplate surgeon noticed no cement was incorporated with baseplate, cement was palacios, surgeon removed old cement, made clean up cut on tibia, prepped tibia for a stemmed tibial component, trialed component to ensure good fixation, pt was irrigated with saline, cemented in new tibial component.

Manufacturer narrative:
This medwatch is a duplicate of MFR # 0002249697-2013-00163.